Event description:
It was reported that the patient arrived for a scheduled device change. The procedure was completed without complications. It was noted post procedure that the device reached eri and had been implanted for less than 60 months. The patient is in stable condition after the procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was using automated test equipment and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.